Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported that her daughter removed a tampon and the string came out with only part of the tampon attached leaving a piece of tampon inside her. Her daughter was able to manually remove the remaining tampon piece.